Manufacturer narrative:
Complaint (B)(4). We received customer pictures and samples. According to our investigation, the alleged labeling deficienty is justified. That is why we filed an extension to recall res# 93720 (23-440).

Event description:
Customer states no lot number on the individual packages. Product cannot be used because the lot number cannot be verified. 17apr2024 udpate: directly from the customer: "one box of cannulas with the lot number b23043m3 had 266 cannulas with no lot number on the packages. This cannot be used because we cannot verify the lot number."